Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope tested positive for greater than 80 colony forming units (cfus) of aerobic flora with an unspecified amount being escherichia coli and candida albicans; and 3 cfu being kocuria rhizophila in all channels. Additionally, the erector channel was positive for greater than 80 cfu of candida albicans. The device underwent subsequent testing 9 days later and was positive 36 cfu of an unspecified aerobic flora and 1 cfu of escherichia coll in all channels. Additionally, the erector channel was positive for greater than 80 colony forming units (cfus) of candida albicans. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The subject device was returned for device investigation, and no reportable malfunction findings were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no report on the subject device being used in procedure after the suggested event was reviewed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The 3rd party hygiene microbiological investigation report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The legal manufacturer reviewed the customer's cleaning, disinfection, and sterilization (cds) processes, and no obvious deviations from the instructions for use (IFU) were identified. The customer stated that they do manual disinfection and automated cleaning and disinfection. Without manual cleaning details, it is difficult to say that cds was indeed done correctly. But with a double disinfection phase and the not-clear damages, we can only assume that the drop-shaped channel caused improper brushing and therefore improper reprocessing. Olympus will continue to monitor complaints for this device.